Event description:
It was reported that a symptomatic patient presented in the emergency room. The pulse generator exhibited backup operation, intermittent output, and premature battery depletion. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
UDI (di): (B)(4).